Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device discarded.

Event description:
Customer contacted us for a wick that has been broken. It is unknown if debris was left in the patient.